Event description:
The customer reported via phone call that they received a button error alarm. The customer also reported the buttons became unresponsive when they replaced the battery. The customer's blood glucose was 7.6 mmol/l. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
All of the buttons functioned properly during our testing however; moisture damage was found on the keypad traces during visual our inspection. No button error alarm during our testing. The insulin pump passed the self test and a21 error test. No a17 or a21 alarm noted during our testing. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner, reservoir tube window cracked, and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.